Event description:
A pt (B)(6)was enrolled in (B)(6) for stress urinary incontinence. The pt was injected with 4.0 ml on (B)(6) 2009. On (B)(6) 2011, the pt reported urinary tract which was confirmed with urinalysis. The pt was treated with septra, pyridium and doxycycline. On (B)(6) 2012, the pt reported (B)(6), which was confirmed with periurethral exam. The pt was treated with estrace 0.01% vaginal cream. The physician assessed both events as moderate in severity and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report, the pt's urinary tract infection had resolved. The (B)(6) is still ongoing at the time of the last study visit. A review of the device history records indicates the reported lot #1010230 met all specifications prior to release.